Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 after the patient's chest closure from heartmate 3 implant, a suction event occurred with a decrease in speed and flow. The patient was given intravenous (IV) fluid and placed head down with improvement in flow and speed. On (B)(6) 2022 that patient was returned to the operating room (or), chest was reopened, and the outflow graft was amended. Left ventricle (lv) function improved following the procedure though mild to moderate mitral regurgitation (mr) and tricuspid regurgitation (tr) were observed. Three mediastinal chest tubes were placed and three additional units of packed red blood cells (prbcs) were administered. A second suction even occurred en route to the cardiovascular intensive care unit (cviscu) and additional IV fluids were given. Additional information was received that the patient was experiencing low flows. On (B)(6) 2022 a mediastinal exploration with right ventricular assist device (rvad) placement was done for the patient's right heart failure. On (B)(6) 2022, the patient was taken back to the operating room for delayed sternal closure. Two units of prbcs were given. The patient was removed from the study on (B)(6) 2022 secondary to rvad placement and lack of oral intake. Additional information was received that the patient had right heart failure, mr, and tr prior to left ventricular assist device (lvad) implant. The patient developed renal dysfunction on (B)(6) 2022 with symptoms of increased creatinine and decreased urine output. There were no device or therapy related issues that contributed to these conditions. As of (B)(6) 2022 the patient remained in the intensive care unit (ICU) with the rvad still in place. Bleeding and low flow alarms had resolved though the patient remained on continuous renal replacement therapy (crrt) and vasopressors.

Event description:
Additional information: it was reported that on 01aug2022, the plastic covering over the mediastinum was removed and the left ventricular assist device (lvad) was examined both in the surgical field as well as on intraoperative echocardiography. The patient had low lvad flows overnight, and the inflow cannula was examined carefully to look for inflow obstruction. There was a small tendency for the inflow cannula to be directed more towards the inferior left ventricular wall, so the lvad was fixated to the chest wall in a position that directly faces the mitral valve. There was some improvement in flow to 2.8 liters per minute (l/min) with reduction in pressor requirements. The mediastinum was again covered with a plastic covering and stitched in place with 3/0 prolene. On (B)(6)2022, the patient had low lvad flows down to 1.7l/min overnight. The inflow cannula on the lvad was very well positioned based on intraoperative echocardiography. No apparent inflow obstruction to the lvad was appreciated. However, once the chest was closed, the right ventricle and pulmonary artery appeared to collapse with a significant reduction in pump flow. While the free wall of the right ventricle appeared to have reasonable contractility, the right ventricle and atrium was seen to bulge into the left side and was more pronounced with chest closure. This was diagnosed as right ventricular failure, so an right ventricular assist device (rvad) was placed. A double purse-string was placed on the main pulmonary artery and a 18 fr eopa cannula was transitioned though the chest wall and inserted into the main pulmonary artery. This was secured in place, de-aired, and connected to the centrimag tubing. A 21 fr long right femoral venous cannula was placed for inflow and similarly secured in place. After rvad flow was initiated to 3.6l/min, the hm3 lvad was able to flow 3.5l/min which again is consistent with right ventricular failure as the cause of hemodynamic instability. The mediastinum was covered again with a plastic covering and stitched this in place with 3/0 prolene with a plan to return for chest closure in the future.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding, renal dysfunction, right heart failure, and mitral and tricuspid regurgitation could not be conclusively determined through this evaluation. The reported inflow cannula misalignment could not be confirmed from this evaluation as no images depicting the misalignment were submitted for review. It was reported that the patient was taken back to the operating room for an outflow graft revision procedure. An outflow graft obstruction could not be confirmed through this investigation as the device was not returned and no images of the outflow graft were submitted for evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were provided by the account for evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events including bleeding, and multiple types of organ failure and dysfunction that may be associated with the use of heartmate 3 left ventricular assist system. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined. The hm3 lvas IFU addresses all pump parameters and contains information regarding what triggers the low flow alarm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The IFU also provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.